Manufacturer narrative:
This incident was recorded under (B)(4). Review of the most recent repair record determined control bar was out of position, unit failed calibration, and head had wear. Head, swivel, control bar, lever, reciprocating arm, motor, eccentric shaft, control shaft, poppet assembly, bearings, planetary carrier, gears, spring seal, fasteners, adjustment cams, rings, hinge throttle, ball plunger were replaced and resolved the reported issue. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Event description:
It was reported that there was uneven skin graft. The event timing was during testing. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends